Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Insulin pump powered up properly after battery installation. No blank display noted during testing. Pump error 63(variable 3) alarms are confirmed in insulin pump history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer wanted to deliver a bolus and the insulin pump had alarmed delivery blocked and wanted to deliver a bolus again and the insulin pump screen went blank and hardware low level failures alarm occurred. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer managed to get the bolus delivered and did a self test afterwards and received again error with the self test. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.